Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported a bridge bolus was incorrectly performed. It was stated that the bolus would run for 9 hours 28 minutes. It was indicated the bridge should run for 21 hours 31 minutes. Hcp was changing the baclofen from 500mcg to 2000mcg. The previous dose was 219 mcg/ml per day. It was changed to 2000 mcg concentration and the new dose is 250.1 mcg per day. Hcp stated the dose of the bridge was filled out for her. The bolus was stopped. The bolus only ran for five to ten minutes. The patient was fine. The pump was delivering baclofen. It was later reported the cause of the event was dose miscalculation as the drug concentration was entered instead of the daily dose. The patient did not experience any symptoms. The dose was corrected within five minutes. The patient recovered without sequelae. The pump was delivering lioresal.